Manufacturer narrative:
The device is not available for eval as it is still implanted. It was confirmed that the pt's implants were not part of any recall. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt has had nothing but trouble with her right side since the surgery and rehab. She can only put approx 50% of her weight on that side and has pain. She can also feel something moving on that side. Doctor's have taken x-rays without any indications to what is wrong. She has lost a lot of length in that leg and has to wear 2 heal pads in the right shoe to compensate. She is very unstable and has to use a walker so she does not fall. She would like to know if any of her implants have been recalled."